Event description:
As reported by the user facility: brief inquiry description - multiple air in line alarms reported - pt. Death reported. Patient admitted to the ccru 3/20 at 0105. Originally admitted to ccru on 3/5 for a type a dissection, discharged from csicu. Went back to an osh yesterday, arrived back to the ccru last night. The event outlined below was documented as occurring upon admission. Patient time of death was 0233. "A new admission arrived to the unit in cardiac arrest. When attempting to switch the patient from transport's medications to our medications the norepinephrine and the vasopressin continued to alarm for "air in line". The lines were reprimed multiple times and continued to alarm. The IV tubing was also removed and visualized for air, however, there was none. I had to have another nurse run and grab me new bags of both medications to prime them onto entirely different pumps." This report is for the infusomat space pump involved in the event. The pump set involved in the event will be reported as MFR report #: 2523676-2024-00307.